Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, a territory manager contacted zoll while assisting a (B)(6) male patient to report that the patient reported a sore on his back caused by the lifevest. Zoll contacted the patient and the patient confirmed that the sore had started to bleed. Zoll recommended the patient contact their physician and increase garment changes, but there was no additional follow-up on the condition of the area.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.